Event description:
This is being filed to report a clip opening while locked following deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to and positioned on the mitral valve. However, about 20 seconds following deployment, the clip was noted to open from 20 to 80 degrees. The clip was stable on both leaflets. To further reduce mr, a second cds was advanced to the mitral valve. While in the left ventricle, the clip became caught in the posterior chordae tendineae. The clip could not be removed and was implanted on the chordae. Following clip deployment, a tear in the chordae was noted. The procedure concluded with mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip opening while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device is filed under separate medwatch report number.